Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe without tip protector in a tray was received. The sample was visually inspected and found to be non-conforming with orange/brown in color foreign material on the port face, inside the port, and on the welded cap, the body needle detached, and the inner cutter bent. No bent condition was observed on the body needle. The sample could not be functionally tested for actuation and cut due to the detached body needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows a pak label with same product and lot number as reported. The reported issue was not confirmed. The complaint evaluation confirmed that the probe has a bent inner cutter and a detached needle. A bent inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became bent cannot be determined from this evaluation. The reported cutting failure could not be verified due to the detached body needle. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported on behalf of a surgeon that the vitrectomy cutter was not cutting optimally and the cutter was found to be slightly bent during cataract and vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).